Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. Because a sample was not returned, the root cause cannot be determined. The root cause will be reassessed upon completing the investigation. There have been no other complaints investigation in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported one day following a glaucoma filtration shunt procedure that the pt had experienced a flat anterior chamber that was suspected to have been caused by over filtration of the device. During postoperative examinations, the pt presented with hypotony, hyphaema, extensive iris-cornea contact and imitative symptoms (pain and discomfort). Suture lysis with medication treatment was performed on three occasions. A prolonged hospitalization with an unspecified surgical treatment was required. The surgeon reported that the pt has recovered. Additional information has been requested. Additional information has been requested.